Manufacturer narrative:
No product was returned for evaluation. Should new relevant become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level of 468 (mg/dl). Prior to hospitalization, the customer delivered a bolus to address bg levels. While hospitalized, the customer was treated with intravenous insulin. The customer was still hospitalized at the time the event was reported.